Event description:
It was reported to philips that there was a delay in machine on/off due to a power bootup startup issue on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Configuration changes were implemented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).